Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, auto mode switches (ams) episodes with noise reversions and low, out of range, low voltage lead impedance were observed on the atrial lead. The patient is not dependent. Programming change was performed. The patient was in stable condition.